Manufacturer narrative:
Eval results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger & cartridge were not returned.

Event description:
The reporter stated, that the surgeon inserted a one piece collamer lens model cc4204bf and removed the lens. No pt injury reported. Further info has been requested but none forth coming. If more info is received a supplemental MFR report will be sent.